Manufacturer narrative:
(B)(6). Power up test fails code 14. If a critical failure is detected at power-up, the system will display power-up test fails code 14. These codes can be used to help troubleshoot the problem with the system. Causes of power up test fails code 14: during the previous use of the iabp a compressor failure was detected. Mitigative actions from IFU. Replace the compressor. The vacuum and pressure regulators must be recalibrated or the power-up test fails code 14 will continue to be displayed at power-up. Root cause evaluation: power up test fails code 14 occurs when a compressor failure is detected. As per the service manual, the compressor should be replaced as well as vacuum and pressure calibration must be completed. Cause of failure was impossible to define.

Event description:
It was reported by the customer that during routine check, the cardiosave intra-aortic balloon pump (iabp) had malfunctioned. There was no patient involvement reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse checked the machine and found the issue with compressor. Compressor output was low. As informed by fse power up test fail code 14 appeared.